Manufacturer narrative:
A visual examination confirmed the reported event. The tip of the instrument has sheared off. Hardness testing of the returned product confirmed proper manufacturing and processing. Due to the condition of the returned inserter a functional evaluation could not be performed. A review of the DHR indicated that there were no dimensional, functional, or material anomalies reported at inspection. The probable underlying root cause for the damage is excessive torque forces leading to loss of mechanical integrity and ultimately instrument fracture during usage of the device. One of four supplemental MDR's filed for the same event, see also 2242816-2014-00032-1, 2242816-2014-00034-1, and 2242816-2014-00035-1

Event description:
A 120 minute surgical delay was reported, the product in this file may have contributed to the delay. It is reported during one procedure two screw heads broke, one screw head was damaged, a screw inserter disassembled, and the tip of a second screw inserter broke.pateint outcome: no patient injury was reported and the patient did not retain a foreign body.file two of four.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The user facility is foreign; therefore a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.